Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tubelip, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged at the reservoir compartment and the o-ring was coming out. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.